Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a software error alarm on the insulin pump. Caller was explained that it was a program safety alarm. Caller stated that the customer was trying to prime the tubing when he received the alarm. Caller stated that the alarm did not occur while trying to change settings on the pump using the paradigm pal software. Customer does not recall if he had a low battery alert prior to the alarm because he has not used the pump in a couple of months. Customer received multiple software error alarms even after clearing the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Caller stated that her son will go back to manual injections.